Event description:
The customer reported their beckman coulter act diff 2 instrument leaked about 2 teaspoons worth of diluent from the probe area onto the top of the bath shield while the instrument was initializing. The customer was not familiar with instrument to troubleshoot and service was sent. The customer was only wearing gloves when the leak occurred, and stated there was no exposure to open wounds or mucous membranes and they did not seek medical attention. The customer followed their lab protocol to properly clean and dispose the bio hazardous materials. There was no death, injury or change to patient treatment attributed to this event. Patient results were not impacted as the leak occurred while the instrument was initializing. The customer does not have an exposure control or risk management plan in place and has not reviewed msds. The field service engineer (fse) repaired a broken waste fitting and replaced the waste tubing inside the instrument. The root cause for the leak can be attributed to a broken waste fitting. Beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer.

Manufacturer narrative:
(B)(4).